Event description:
It was reported that during a laparoscopic cholecystectomy the clips did not clse properly. When the clips closed, the legs did not approximate parallel to each other and did not appear to be secure. The user stated the legs "criss-crossed" over each other. A second device was opened and the same problem occurred. A third device was used to complete the procedure. There was no pt consequence.